Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the reported issue. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported upon opening the implant and removing it from its plastic sheath, the plastic was adhered to the stem. The surgeon attempted to remove the plastic from the stem, but decided to complete surgery with a different implant. There was a five minute surgical delay.